Manufacturer narrative:
The cartridge was not requested to be returned to animas for evaluation.

Event description:
On (B)(6) 2011, the patient contacted animas alleging a blood glucose result of "high" (>600 mg/dl) on the evening of (B)(6) 2011 and an elevated blood glucose level of "407 mg/dl" on the morning of (B)(6) 2011. There was no mention of symptoms. The patient reported that the pump continued to prompt occlusion alarms, which started on the evening of (B)(6) 2011. It is not known if the patient tested "high" prior to or after receiving the alarm. During troubleshooting, at the time of priming, the patient confirmed motor change sound during rewind, load and prime. The patient reported that she was able to manually prime with the cartridge; however, she was unable to manually prime when the tubing was attached. The patient also claimed she knowingly was using outdated cartridges. On (B)(6) 2011, during a follow-up call, the patient stated the pump has not prompted the occlusion alarm since replacing the supplies. The patient informed the animas cde that the tubing was the issue. The patient reported while priming, insulin had leaked out of the tubing.